Manufacturer narrative:
Device evaluated by MFR: the innova self expanding delivery system device was received with no original packaging. An unidentified .035" guidewire was stuck inside the device. Blood was present on the inside and outside of the device. The stent was deployed during the procedure, therefore was not returned. Inspection of the outer sheath revealed no damage. The handle was disassembled which revealed a break in the middle sheath just distal to the retaining clip. The middle and outer sheaths, designed to move independently, were locked together and could not be separated. The device was soaked in a heated bath for 60 minutes and the two shafts remained locked together. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to product design. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent deployment difficulty occurred. Access was gained via the right femoral artery. The 50mm long and 80% stenosed target lesion was located in the moderately calcified and non to mildly tortuous left superficial femoral artery with a reference vessel diameter of 4-5mm. A 6f non-bsc guide catheter and a 0.035"x260cm non-bsc guide wire was used to access the lesion. The lesion was predilated with a 4x40mm wanda balloon catheter reducing the stenosis to 50-60%. A 7x60x130 innova self-expanding stent system was advanced and positioned in the target lesion "without problems". About 30mm of the stent was released using the thumb wheel at which point the physician noted a "sudden pull as if something has cracked". The stent was still in position, however further releasing of using either the thumb wheel or pull grip was initially unsuccessful. "With his finesse it was possible in the end to release the stent". The stent was post dilated with a 5x40mm non-bsc balloon catheter. The final outcome was good. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.